Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. No malformed clips were noted during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed. It was unknown which firing of the device this event occurred on. There was no unexpected resistance in grasping trigger. There was no unexpected noise. There might have been torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. After the operation, the device was fired several times. Another device was used to complete the case. There were no adverse consequences to the patient.